Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.

Manufacturer narrative:
(B)(4). Date sent 1/30/2025. D4 batch # 334c71. B3: only event year known: 2024. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the vasecr35 reload was returned fully fired with the reload pan partially dislodged from the left proximal side. No functional test was performed due the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 334c71, and no non-conformances were identified. The lot/batch 334c71 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.